Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. There were no additional pieces of the instrument that were observed to be missing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An image of the instrument, provided by the customer, appears to show a damaged cable at the distal tip. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the mega needle driver instrument wire was broken. A fragment was reported to have fallen in the patient and retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing when the fragment fall occurred. There was no instrument collision. It was confirmed that the fragment was retrieved during the same procedure. A back-up instrument of the same kind was used to continue. There was no x-ray or other imaging performed. No additional surgical procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. An image was provided consistent with the reported complaint of a damaged cable at the distal tip. The event investigation is in progress.